Manufacturer narrative:
(B)(4). The customer reported a failure to discharge via external paddles. This occurred during testing, there was no pt involvement. The device was evaluated by a philips field service engineer. The reported symptom was reproduced. The paddles were replaced to resolve the issue. The device passed all testing and was returned to use. This was a malfunction of the paddle set.

Event description:
The customer reported a failure to discharge via external paddles. This occurred during testing, there was no pt involvement.